Event description:
Following a bronchoscopy lung biopsy procedure the patient complained of pain and became pale. A small right apical pneumothorax was diagnosed. A heimlich valve was placed and the pt admitted to hosp, pt recovered.